Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was protruded. Customer's blood glucose value was 249mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached/missing end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify loose drive support disk due to detached/missing end cap.